Event description:
This report is to advise of an event observed during analysis. The device was not implanted.

Manufacturer narrative:
Failure observed during analysis. No communication could be established upon interrogation. The device was opened for further analysis. A cracked telemetry substrate was found. No other anomalies were observed.